Manufacturer narrative:
We were unable to produce the reported events during our evaluation and the device in question operated as intended.

Event description:
Dr (B)(6) was working in a deep incision site. She said a spark came out of the side of the pencil burning the breast tissue at the incision line. The burn was a 5mm size and 3rd degree type per the doctor. The burn was closed with sutures because it was along the incision line. They were using a s5000 (s/n unknown at this time) and a s1200 (s/n unknown) and a surefit pad. The biomed, (B)(6), said the units and pad checked ok.